Event description:
Customer reported the green light on the alarm is flashing but when the sensor is disconnected form the alarm there is no alarm sound. Batteries have been replaced with a new supply. No visible damage reported. The customer did not provide a date when this was discovered. There was no pt incident or injury reported. See MFR #2020362-2012-00687 (for sensor report).

Manufacturer narrative:
Evaluation results - evaluation of the returned unit confirmed that the green light flashes but there is no sound when the sensor is disconnected. Alarm does not sound at all. Tested with customer's chair belt sensor as well as a known working sensor pad. Note: instructions for use state: if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, the pir sensor is activated, or magnet is removed from face plate. (B)(4).